Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed was during analysis. Only the distal portion of the lead was returned. Visual analysis found an external insulation abrasion consistent with friction to another device or patient anatomy located near the distal tip region. Electrical testing found an internal short. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.

Event description:
This report is to advise of an event observed during analysis. A partial cut lead was returned to abbott from another manufacturer. The portion received was the distal end of a left ventricular lead without further product identifiers or available serial number, and therefore no information is available for section d4 or the device product code. No information was received with the product that indicated any product event or malfunction.